Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable hba1c tq gen.3 assay result for a patient sample tested on a cobas c 111 analyzer. The initial result was 7.3%. The customer replaced the reagent pack from the same lot and repeated the sample. The result was 11%. No erroneous results were released.

Manufacturer narrative:
The issue was resolved immediately upon replacing the reagent kit with a new one. The cause of the event could not be determined.